Event description:
The customer reported that upon trying to acquire an spo2 determination, spo2 low signal and 100% oxygen saturation level was displayed. This was in use with an m2475b defibrillator.